Event description:
It was reported that the patient ¿got really messed¿ because, she was programmed wrong, and she had to go to a different hcp in (B)(6) to fix it. The patient did not trust anybody to program her device except those taking information from her doctor at (B)(6).

Manufacturer narrative:
Product ID 37602 lot# serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# v100240; product type lead product ID 3387s-40 lot# v100240, implanted: 2008 (B)(6); product type lead product ID 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37602 lot# serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37642 lot# serial# (B)(4); product type programmer, patient product ID 37651 lot# serial# (B)(4); product type recharger product ID 64001 lot# n286713, implanted: 2011 (B)(6); product type adapter. (B)(4).